Manufacturer narrative:
The report 3008988055-2025-00013 is being amended to add the correct the FDA coding for investigation findings.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation was concluded.

Event description:
It was reported "on the(B)(6) 2025 the wire started to shred inside the patient. Pieces of teflon detached inside the patient and had to be retrieved with a basket. All parts were retrieved. They were able to successfully complete the procedure. Additional information received: when did the event occur? (Prior to use, during insertion, during removal, etc.) -unkr please describe the access site was well as the target location for use of the wire. -urethra, bladder. Describe the patient's anatomy and disease severity. (Vessel, calcification, tortuosity, angulation, etc.)? -unkr was the wire altered from its original condition prior to use? -unkr, no. What is the patient's status or outcome? -fine. Have any kinds of intervention, additional procedures been performed? -removal of device fragments. What pre-existing conditions/co-morbidities did the patient have? -unkr. What other medical devices were utilized in this case? Please provide the manufacturer, brand, size, and part number if possible. -unkr. Was the wire altered from its original condition prior to use? -unkr. Was any kinking of the wire noted? (If so, are sharp edges present) -no. Can photos or video from the procedure, (during and/or after) or of the device be provided? -possibly. Is the patient tested positive to any infectious diseases? -unk."